Manufacturer narrative:
Further investigation was not possible as no product was returned for investigation and the lot number of the affected product was not provided. No information was provided in the complaint that would point to a cause for the result discrepancy or the error messages. A review of trending data did not identify any nonconformances related to the customer¿s allegation.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated the accu-chek softclix lancet did not retract. It was confirmed the needle was properly seated. The customer did not use the device after noticing the needle was protruding. The accu-chek softclix device and the lancets were requested to be returned for investigation. There was no allegation of an adverse event.